Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 4800mg fluorouracil in 115ml sodium chloride solution. The reporter stated that the device's flow rate was slower than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.